Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Visual inspection found that the first cylinder had developed a bulge due to excess fluid between inner and outer tubes. Also, both cylinders presented wear at folds in the middle of the cylinder. The pump was visually inspected and underwent functional and leak testing. No visual damages or abnormalities were found; however, it did not pass activation testing. The flat reservoir underwent a thorough analysis; no damages nor abnormalities were found. Based on the information available and analysis results, the bulge due to excess fluid could have caused or contributed explant of the device for unspecified reasons; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was returned to boston scientific without allegation. Upon analysis a device problem was identified.